Event description:
On the date of this report, a pump motor stall was seen on initial interrogation. The patient had not recently had an MRI. The pump logs showed that on (B)(6) 2015, the pump stalled at 0425 and recovered at 0436; numerous stalls and recoveries occurred after that. The last stall recorded was on (B)(6) 2015 at 0304 with a pump recovery at 1525. The patient had no symptoms, but did hear the pump beeping/alarming. The pump was set to the minimum flow rate and the patient was being treated with oral medications. Pump replacement was planned. The device system was delivering dilaudid. The interventions were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, product type catheter (B)(4).

Manufacturer narrative:
Patient codes : replace (B)(4) with (B)(4).

Event description:
Additional information reported via the manufacturing representative stated the pump was replaced on (B)(6) 2015. The patient reported via the manufacturing representative that they felt "terrible" when they went in to see the health care provider (hcp). The cause of the motor stalls was unknown. The patient's outcome was unknown. The dose of dilaudid being delivered via the pump was 2.6028 mg/day, and the concentration was 9.5 mg/ml. The lot number was unknown. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Additional information/device evaluation summary: analysis of the pump found ¿pump motor ¿ feedthru anomaly ¿ shorting across insulator¿.